Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post colostomy reversal, a non specific device malfunction occurred. One day later, the patient was sent to the operating room for exploratory laparotomy that prompted to extended hospital stay. There has been oversewing of rectal stump and anastomatic leak. Two days later, the patient's white blood cells were elevated and urinary tract infection, fever, tachycardia, hypoxia, dyspnea, left lower quadrant pain and loose stools were all experienced by the patient. Computerized axial tomography (CT) scan of the patient's abdomen/pelvis revealed small fluid in the abdomen and appendix was dilated. Approximately one week later, the patient went through a computerized axial tomography (CT) guided drainage of pelvic abscess with drain placement and was discharged to skilled nursing facility.